Manufacturer narrative:
Additional information received: additional information was received which reported that it was unknown if the damaged, scratched lens was due to use error. It was reported that the cartridge did not touch the eye. The procedure was completed with a backup lens of different model and diopter (ar40e, 17.5 diopter). It was reported that the device did not cause or contribute to the event. No further information was provided. The product was received for evaluation. The following fields were updated accordingly: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 17, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully retracted with viscoelastic residue observed throughout the cartridge. The cartridge tip and cartridge were damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. No further evaluation was performed. The complaint issue was not identified during product evaluation as no lens was received for evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was fully implanted in the patient¿s right eye, it was noticed that the lens was scratched from the inserter. The lens was subsequently removed and replaced during the same procedure without any harm to the patient. No unplanned interventions, such as incision enlargement, sutures, or vitrectomy, and no medication or medical attention beyond the standard care was required. There was no delay in the procedure. Daily activities were not significantly affected. Directions for use were followed. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.